Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additional information was not provided. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.